Manufacturer narrative:
(B)(4) - bioprosthesis vegetation. Evaluation: method: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was traced to its sterility lot; and the complaint database indicates no other endocarditis/infection related complaint received on any devices processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the that the mitral bioprosthesis was explanted after an implant duration of approximately 6 months, and replaced with same model same size edwards' valve. Through follow-up with the healthcare provider, it was learned that the valve was explanted due to prosthetic mitral valve endocarditis. Operative report indicates, " this is a (B)(6) female who is 6 months status post mitral valve replacement and pacemaker insertion, who presents with gram-positive sepsis, positive blood cultures...the mitral valve had a large vegetation on the atrial side of the leaflets. There was no perivalvular abscess or leaking". The surgeon indicated that the reason for explant is patient related and not due to a device malfunction.